Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had re occurring power loss alert after battery change. Customer¿s blood glucose was unknown. Customer stated insulin pump had blank display. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that the display is was not blank currently. Customer states battery cap was neither damaged nor corroded. The customer advised to monitor the pump. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test, sleep current measurement and active current measurement. The power management parameters graph confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss alarm noted in the long trace or device history. No blank display noted.